Event description:
Reporter indicated that vns pt implanted for treatment of depression has experienced hoarseness (both with and without device stimulation), exacerbation of asthma, and tightness in her chest since implant surgery. Cardiac involvement has not been ruled out and the pt has not been referred to an ent for evaluation. The hoarseness has reportedly improved some over time. There have reporteldy been some medication changes during this time (specifics unk). Treating psychiatrist programmed the pt's device to off with plans to see the pt again in a month and determine if her symptoms subsided in the absence of the vns therapy.

Event description:
Further follow-up revealed that the pt is doing better with regards to all complaints since the device was programmed to off. There are no plans to program the device the device back to on at this time and the pt is scheduled for surgical consult for possible explant. The pt has been started on lamictal and will titrate up to 800mg, qd. The pt's psychiatrist indicated that the pt was seen by an ent for voice alteration, but was not diagnosed with vocal cord paralysis. Psychiatrist believes that the dyspnea and voice alteration are related to vns therapy.

Event description:
Further follow up revealed that patient underwent generator and lead explant. Explanting facility reported that the device was discarded after surgery.